Manufacturer narrative:
(B)(4). The lead was repositioned. The lead will not be returned for analysis as of this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and had exhibited high pacing threshold measurements. The rv lead was repositioned successfully and remains in service. No additional adverse patient effects were reported.